Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured varying impedances after implant, some out-of-range high. Noisy signals were also observed, on one occasion resulting in delivery of inappropriate therapy delivery. Attempts to recreate noise with clinical maneuvers was unsuccessful.